Event description:
It was reported that a malfunction alarm with code malf 12 occurred, but no significant events preceded it. The customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Technical support provided instructions to reset the pump, assisting the caller in doing so, and confirmed that the malfunction did not recur. The customer was advised to continue using the pump and to call back if any issues arise again, which the caller understood and acknowledged.